Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: suture pulled out of the artery. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the suture was tightened, the suture pulled out of the artery with the knot remaining intact. Manual compression was applied to achieve hemostasis. There were not reported adverse pt effects. Though requested, no additional information was provided.